Event description:
Per the audiologist, the pt reported it was "uncomfortable" to wear the external equipment. The results of an x ray done in 2008 indicated that the array was migrating out of the cochlea. During surgery, the surgeon reported that the electrode array was in the cochlea, however, the silicone casing was damaged and the electrodes were exposed; one of the stiffing rings was extruded and sitting separately in the cochlea. This may have contributed to the pt's reported pain. The pt's device was explanted in 2009, and the pt was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report filed, february 11, 2009.